Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during implant, the resistance of the lead was found to be too high. The lead was replaced to complete the surgery. The cause of the issue was unknown. The patient was under observation in the hospital.